Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited oversensed noise. The noise was suspected to be from potential lead on lead contact, or lead movement. However, an x-ray was performed and no abnormalities were seen. In addition, it was noted the patient has a history of atrial fibrillation which caused a decrease in p-waves and led to undersensing. Further lead evaluation was recommended. The physician elected to perform a revision procedure and both the ra and rv leads were surgically abandoned. The ra lead was not replaced. No additional adverse patient effects were reported.